Event description:
Post market surveillance review of literature found the following article noting malpositioning of a monarch pedicle screw: article title: the memory metal spinal system in a posterior lumbar interbody fusion (plif) procedure: a prospective, non-comparative study to evaluate the safety and performance (kok, d.) Publication date: jun 2012. Note: the article also noted breakage of a metal memory cage and dural tears involving involve two memory metal cages. The metal metal cage has not been approved for market in the u.s.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.